Event description:
Orig surgery performed in 2007. Screw appeared to "let go" of rod post op. Upon reinspection the set screw was intact, the rod was out of saddle of screw and screw appeared "twisted off" of rod. Screw was replaced, rod reattached and new set screw replaced in l5 & l.